Manufacturer narrative:
(B) (4). Restless legs.

Event description:
It was reported that since the day before the report, the patient experienced uncontrollable diarrhea, headaches, back pain and sciatic pain in her right leg, she also has restless legs. The patient noted it was as if she was out of medication, even though she was refilled on dec 3 or 6th, and wasn't due for another until feb. 6th. The patient's status was unknown. The patient was worried that the implant was out of battery. The patient was not hearing an alarm. It was determined that the catheter was fractured by the spine at the entry site. The catheter was replaced. Following replacement, the patient was doing fine. The drug contained in the pump at the time of the event was not reported.